Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as tot he root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
My major concern is that the dental protector separated into two pieces, the soft moldable piece and the hard bottom piece. I have never had this happen with a dental protector before. Disappointing product so far. The separation occurred after about 3 weeks use.